Event description:
It was reported that a malfunction alarm occurred, identified as "malf 1," and the malfunction code was not resettable. There was no adverse impact to the customer¿s blood glucose level as it did not exceed 500 mg/dl. The customer was supplied with a replacement pump by cts, and they planned to use a backup insulin pump to ensure insulin delivery was not interrupted. Cts provided instructions on how to return the problematic pump, including putting it into storage mode. The customer understood and acknowledged the instructions and agreed to return the faulty pump to tandem.